Manufacturer narrative:
Per CAPA 610815, which was implemented in (B)(6) 2018 the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5623. A definitive root cause could not be determined due to the damaged and dirty condition in which the sample was returned and functional testing was unable to be performed. No further investigation is necessary.

Manufacturer narrative:
The device was returned and evaluated. The tip protector was not returned. Visual inspection found the needle is bent and the chamfer is not correct. The tubing is clean and dry. The back cap has separated from the body of the cutter. Functional testing cannot be performed due to the returned condition. This sample will be sent to the vendor for evaluation. The investigation is ongoing.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The device has been requested for evaluation. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported that the cutter could not cut the vitreous during vitrectomy. However, aspiration continued. There was no patient impact.